Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis (fa). The universal surgical manipulators (usms) were analyzed and the reported failure was confirmed via the error logs but it was not replicated in-house. In both usm 3 and 4, there were instrument recognition errors on the logs. The logs showed error 282 pointing to one of the tool presence pins and 31010 pointing to one of the sterile adapter pins. For usm 4, the logs also recorded error 31009 pointing to the tool presence pins and an error 22020 when using the mega suturecut and large needle drivers on the roll and grip axis. The two usms were tested on an in-house system where they passed normal mode with no related errors. The units were also tested on an in-house patient side cart fixture test platform (pftp) where they passed all tests with no related errors. There was no physical damage to the carriage, and the presence pins were not sticky/stuck. Additionally, the master tool manipulator (mtm) was analyzed and the reported failure was able to be reproduced during visual inspection.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 7-nov-2024, the following additional information was obtained: the investigation findings and conclusion codes were reviewed and updated to reflect failure analysis investigation of the universal surgical manipulator (usm) and master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) 4 was not working. The surgeon could manually manipulate the usm 4 by the bedside, but they were not able to control it from the surgeon side console (ssc). There were no related errors in logs. The site was unsure if the endoscope was in usm 3 or usm 2. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported issue. The fse replaced the universal surgical manipulator (usm) 3 and 4, but the problem was not resolved. The fse noted that it felt as if the master tool manipulator (mtm) was locked up. When they pressed the emergency stop and recover, they were able to move the mtm again. Fse completed a test drive and found an issue with switching the usms 3 and 4. There were issues with the engagement pins on usm 4. Fse replaced the usm and the mtm but the issue with switching the arms persisted. Fse replaced the remote arm controller boards (racs) with no change. Fse found the right gimbal was defective on the replacement mtm. Fse replaced it again with a new one. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the two usms and the mtm involved in this complaint, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.